Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pelvic inflammatory') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ uti"), depression ("psychological or psychiatric problems - depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("other injury(ies) or complication(s) ¿ endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, weight increased and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received : product indication updated. Previously reported ¿injury¿ was updated to pain. Following events were added: pelvic inflammatory, abnormal bleeding (vaginal), menorrhagia, uti, depression, anxiety, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain and endometriosis. Lawyer and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.